Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was caller stated that yesterday they turned their stimulation off because they had to go do some things. Caller stated that their leg has been tingling since last night and it's tingled all day today even though the stimulation has been off. Caller added that today they did a fluoroscopic x-ray to see if they could tell if the wires had moved, noting they had moved once before after they had taken a fall. Their doctor didn't think that was related to the tingling sensation. Caller noted that the doctor's office told them to call a manufacturer representative (rep) to see what might be going on. Caller confirmed this is the first time they've had this sensation. Caller mentioned that they very rarely feel the stimulation unless they have to turn it up so that it works as well on their right side as it does on their left. The patient was redirected to their healthcare provider to further address the issue. An email was sent to the field.